Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing was noted on the atrial lead during atrial tachycardia / atrial fibrillation (af) episodes. The lead remains in use. No patient complications have been reported as a result of this event.